Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b date of event a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified multiple issues with the device. The full height auxiliary 6 drawer was missing a magnet, and the latch sensor on auxiliary 3 was not properly seated. Troubleshooting led to the replacement of the inseparable latch and reseating of the latch sensor, which resolved the issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.